Event description:
A (B)(6) woman with severe left ventricular systolic dysfunction related to a nonischemic cardiomyopathic process. She received her original defibrillator in 2011. She underwent device revision with what sounds like extraction of a nonfunctional lv lead from the groin more recently at the heart institute. The lv lead appears on x-ray to be bipolar over the wire and is not currently capturing any left ventricular myocardium even the highest outputs. Looking at her pocket there appears to be some twisting of the leads which may have caused some of the retraction seen on x-ray. She has a dual coil high-voltage lead and atrial lead that somewhat short and an lv lead that in the ap projection appears to be reasonably positioned which may mean that her anatomy is challenging. We will plan for removal of the lv lead and replacement with an active fixation quadripolar lead. FDA safety report ID# (B)(4).